Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the surgeon was firing the device and it locked on the tissue; he pried it open and then tried to fire it and it would not fire. They completed the procedure with a new like device. There was no patient consequence reported.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). Empty. The analysis results found that the device was received in good visual condition. When testing the device for functionality it was noted to be empty, locked out and with the orange indicator over traveled; this finding is not related with the incident reported. Due to the condition of the device, no functional testing could be performed to evaluate the reported incident. The batch record was reviewed and no anomalies were noted during the manufacturing process.